Manufacturer narrative:
Additional information received on 16feb2017: there was no increase in anesthesia time. They placed a new catheter and the patient was checked in CT. The only risk to the patient was that icp was not followed due to the "miss" of an icp catheter.

Manufacturer narrative:
Integra has completed their internal investigation on april 4, 2017. The reported customer complaint that the ¿icp reduced below zero¿ could not be confirmed. Visual inspection of the returned catheter indicated that it is possible that the catheter was not secured within the bolt ¿ this was evident from the lack of an indentation mark on the teflon tubing typical of a catheter that is properly secured in a bolt assembly. The catheter was tested for functionality and met all functional test criteria. The catheter was then tested for drift/stability and met all stability test criteria. The reported customer complaint could not be duplicated and the catheter met all functional test requirements therefore the root cause of this issue could not be determined at this time.

Event description:
This report is in regards to the second catheter. The catheter was implanted and the intracranial pressure (icp) decreased below 0. This first catheter was thrown. Another integra catheter was implanted (this second catheter is available to be returned). Icp also decreased below 0. The lowest measurement was -15mmhg. A competitor catheter was implanted (sophysa) and gave the right measurements. Delay of monitoring was reported to be 3 hours. At the technical site it was reported that they placed this set to the monitor. The catheter gave -3 to -2 as a zero in open air. Since then, there was no real zero changes anymore. The customer also reported that when they were tapping the connector, the value reading changed. It could be due to potentiometer issue in the connector. Linked to mfg. Report number: 2023988-2017-00020, 2023988-2017-00022, 3006697299-2017-00027, 3006697299-2017-00028